Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the proximal end of the reload adapter was broken. The reload was pre-fired. Staples were protruding from the proximal end of the reload cartridge. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of pre-fire that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery wedge, when transecting the lung tissue, the device was loaded and tested without issue. When it was handed to the surgeon and ready to fire on the tissue, the surgeon was able to press the green button and the handle would not move. The device was then opened and returned to the scrub technician where they noticed the black piece at the back of the reload was loose. They loaded another staple load and the new load worked. There was no patient injury.